Event description:
The customer reported that a tubing had popped off the blood sampling valve (bsv) during startup of the coulter lh 750 hematology analyzer causing blue cleaner to leak around the bsv area and under the instrument. The customer indicated that approximately 30 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, protective eyewear, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer tried running latron control after cleaning up the leak but the optical hand sensor for the manual aspiration probe was not working.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to check connector j32 of the hand sensor for fluid damage. The customer stated that the sensor appeared dry. A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse observed that the hand sensor appeared damaged from the leak and proceeded to replace the sensor. The fse noted that the instrument was now generating "differential heater sensor bad" and "stain temperature high, heater disabled" error messages. The fse replaced the differential heater and cleaned the connectors from the differential heater and stain heater. The fse did not observe any further leaks and verified repairs per established procedures. Failure mode of the event is attributed to a disconnected tubing at the bsv (port 5, fitting 205) which leaked fluid and damaged the manual (secondary) mode hand sensor, differential heater, and wet connectors for the differential and stain heaters.